Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had multiple cartridge issues. There was no reported impact to customer's blood glucose level. Multiple attempts to follow up with the customer on the reported issue was made. No response from the customer was received.